Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to devices under PMA/510(k) p070016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: there was a primary entry of stanford type b dissection at the distal arch and the true lumen of the descending aorta became narrow due to the dissection. The physician planned to place a stent graft (zteg-2pt-40-30-205-pf) from the left subclavian artery (zone 3) to the descending aorta to occlude the primal entry and acquire enough blood flow in the descending aorta. Both access route (the right femoral and the left femoral) had more than 8.5mm in diameter. There were some tortuosity and calcifications in the access route but the physician judged they were suitable for the procedure. After the preparation of the device (zteg-2pt-40-30-205-pf), the delivery system was inserted from the right femoral artery. When the delivery system reached just before the bifurcation of the eia and iia, the physician felt something wrong like the delivery system was caught in something. Therefore, the physician stopped advancing the delivery system. Another device from a different manufacturer was used instead and the physician completed the procedure successfully. Patient outcome: no adverse effects to the patient.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. Summary of investigational findings: the physician planned to place zteg-2pt-40-30-205-pf from the left subclavian artery to the descending aorta. The right femoral artery and the left femoral artery were more than 8.5mm in diameter. There were some tortuosity and calcifications in the access route but the physician judged that the arteries were suitable for the procedure and inserted the device from the right femoral artery. There were no tortuosity and calcifications around the bifurcation of the external iliac artery (eia) and internal iliac artery (iia). When the delivery system reached just before the bifurcation of the eia and iia, the physician felt that the delivery system caught something. The device was removed and replaced with another device. The procedure was completed successfully and there were no adverse effects to the patient. According to the IFU the access vessel was suitable for the device (od of introducer sheath is 8.5 mm). It is likely that the described calcification and torturosity contributed to the advancement difficulty. However, as the device was not returned and images were not provided, it is not possible to determine an exact cause. Cook will reopen the investigation if further information is received. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
"No additional information regarding the patient and/or event has been received since the previous medwatch report was sent".